Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and a motion sensor test failure alarm. The customer's blood glucose was 175 mg/dl at the time of incident. The insulin pump was unable to complete rewind due to motion sensor test failure alarm would recur. The customer was assisted in performing displacement test and the insulin pump was unable to complete test. The customer stated that the drive support cap appeared normal. The customer stated that they were wearing the insulin pump during an MRI. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.